Event description:
The event is reported as: during closing of the wound following a laparoscopic urological procedure, the staple could not be placed exactly. The issue was resolved by using another stapler. No injuries reported.

Manufacturer narrative:
Product has not yet been received by MFR, therefore, investigation report is incomplete at this time. A f/u investigation report will be sent when completed.